Event description:
(B)(4). Chronic back pain, said I have degenerative disk disease, but it shouldn't be causing this much pain. Had quite a few epidurals and quite a few injections in back. Not helping much. Bloating and swelling of the stomach. Fatigue like crazy. Sharp pains in right and left ovary area. Profuse sweating at times. Hot flashes. Major heavy bleeding shortly after having procedure....went through many pads and couldn't leave the house during periods. Irregular periods, had test to see if I am menopausal a couple times, they say no. Abdominal spasms. Many chronic sleepless nights. Did I say a lot of fatigue during the day, having to take naps just to get through the day. Bad spells of mystery vaginal itching/dryness/pain that I had to use bacterial creams, and all tests came back negative for anything the doctor thought it might be. Pelvic floor pain. Pain in right side at ribs....had all kinds of tests done including gall bladder test, and they were negative. Need I say more? Still going for back injections in a pain clinic where doctors dont think my pain or back problems should be so bad and there is no operation that will fix my problems cuz they don't see anything that would make me a candidate for surgery. Pain and cramping in the back....a lot of it.